Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after 3 days of being used, the device had an audible air leakage. The tidal volume was noted low but saturation was greater than 90. Upon removal of the tube, the distal cuff was unable to inflate fully. The patient had a tube exchange with paralytic administration.